Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 25mm trifecta valve was implanted during an aortic valve replacement. The patient had a bicuspid aortic valve. In mid (B)(6) 2024, the patient began experiencing symptoms of heart failure. On (B)(6) 2024, the valve was explanted due to severe aortic valve regurgitation and due to a leaflet tear at the non-coronary cusp and left coronary cusp crossing section. The aortic valve replacement was performed along with a mitral valvuloplasty. The trifecta valve was explanted, and a 23mm epic supra valve was implanted. On the explanted trifecta valve, pannus was noted on the inflow side, and calcified plaque was found on the outflow side of the leaflet. The patient status was reported as stable.

Manufacturer narrative:
Explant due to symptoms of aortic regurgitation was reported. It was also reported that the explanted valve had a tear in the commissural part of non-coronary cusp (ncc) and right-coronary cusp (rcc), and pannus on the circumferential inflow side. The investigation found that leaflets 2 and 3 were torn. The outflow surface had fibrous pannus ingrowth limited to the sewing cuff. No acute inflammation was present. The tear was included in the section and was involved by a calcification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported issue may have caused due to calcification. There is no indication of a product quality issue with regards to manufacture, design, or labeling.